Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive when the customer tried to enter the transmitter ID. Customer would resolve the issue by deleting the incorrect value, typing it again and successfully saving the transmitter ID. Customer claimed that blood glucose levels were not impacted.